Manufacturer narrative:
The mcs instrument has been returned to isi for evaluation, therefore, the root cause of the customer reported failure cannot be determined. A follow up MDR will be submitted if additional information is received an/or if the instrument is returned. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment from the mcs instrument broke off and fell inside the patient. Although the fragment was retrieved without patient harm, adverse outcome or injury, at this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci assisted prostatectomy procedure; a piece of the monopolar curved scissors (mcs) instrument cracked and fell into the patient. The piece was retrieved during the same procedure and matched the shape where it fell from the instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Failure analysis investigations confirmed the customer reported complaint "cracked". The entire bottom half of the tube extension was found to be broken off. A small piece was missing measuring approximately 0.233" x 0.592". The known common cause o this failure is due to mishandling/misuse. A device history record (DHR) review for this device was conducted and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the instrument. Based on the additional information received and the failure analysis results, this MDR report is being retracted. Failure analysis determined that the damage to the instrument was due to mishandling/misuse and not due to a malfunction of the instrument.